Event description:
The customer reported that the pacer portion of the opcheck failed.

Manufacturer narrative:
The customer reported that the pacer portion of the opcheck failed. The customer ordered a therapy printed circuit assembly (pca), and reported that replacement of the therapy pca resolved the issue. Philips did not evaluated this unit.